Event description:
It was reported that pump died without warning and altitude alarms sounded inconsistently. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and no troubleshooting was completed, and no additional information was received regarding outcome of event.